Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that at approximately 5:00 am, the alarm sounded when the patient¿s blood glucose level was 3.4 mmol/l (62 mg/dl). The patient had an appointment scheduled later that morning and ate breakfast; however, glucose levels subsequently rose. Upon inspection, the patient discovered that the cannula was not inserted into the skin, indicating that the device had dislodged. Despite efforts to reduce glucose levels, including drinking water and eating a small lunch, the patient¿s current reading was 27 mmol/l (486 mg/dl) while still wearing the pod at the time.